Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 plus mg/dl. Customer's other blood glucose value was unknown. Customer also reported that the insulin pump had power loss alarm. The customer experienced symptoms such as nausea abdominal pain and tired. The customer was treated with manual injection and insulin pump. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.